Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2022, the patient experienced a calibration error on their dexcom device and was not receiving readings on the device. Because of the issue, the patient's parents were unable to track the patient's condition using the dexcom. The patient was feeling tired, confused, was constantly urinating and was breathing fast. They were taken to the hospital and their blood glucose reading was tested and it was 590 mg/dl. As the patient was in serious health conditions, he was transferred from the emergency room to the intensive care unit (ICU) where they were treated with sodium chloride dextrose and humulin r insulin IV drip. The parent reported that they recovered, was in stable condition and was scheduled to be discharged on they day of the report which was (B)(6) 2022. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.